Event description:
Consumer reporting erratic reading with their plink meter. Analysis run on clark error grid using mean avg. Readings (69) as reference point vs. Bd readings (52,85) yielded some data points in the d range of the grid, outside acceptable limits.